Event description:
It was reported to gore that on (B)(6) 2026, gore® excluder® iliac branch endoprosthesis (ibe) was intended to be used for an endovascular procedure. During the procedure, the ibe device was deployed successfully. Afterwards, during the removal of delivery catheter, the proximal sheath end (around 3 inches long) and the leading olive snapped/ detached from the blue delivery catheter but remained on the wire in the patient. Those remains, proximal sheath end and the leading olive, had to be retrieved with a medical snare. The physicians believe the wire wrapping may have caused the event. The procedure was prolonged for approximately 90 minutes. The patient tolerated the procedure.

Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient identifier reflect the w. L. Gore internal case number. A review of the manufacturing records indicated the lot met pre-release specifications. Additional investigation is ongoing. Engineering evaluation of the device is anticipated (device currently in transit). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated d9 (a, b and c). Updated g3a. Updated h2. Updated h3. Updated h6: added g04023. Replaced b20 with b19 and b01. Replaced c21 with c070601 and c19. Replaced d16 with d15. Code c070601 is reflecting the results of testing of returned incomplete actual device (b19 and b01), and information received from the clinical site (b13). Code c19 is in relation to the review of the manufacturing records which indicated that the lot met all pre-release manufacturing specifications (b14), as well as results from historical data analysis (b11). A review of the manufacturing records indicated the lot met pre-release specifications. The reported separation of the leading end of the delivery system, after successful deployment, was confirmed during evaluation of the returned device. The guidewire lumen broke adjacent the trailing olive and presented with morphology consistent with tensile overload. A remnant of the guidewire lumen remained within the trailing olive indicating the guidewire lumen had been bonded to the trailing olive. The reported information states the leading end of the device separated while being withdrawn, and this is consistent with a tensile failure due to a device interaction during the withdrawal process. Witness marks, from tooling or wire wrap as reported by the physician, were observed on the trailing olive; however, their relation to the complaint as reported could not be confirmed. The cause for the leading end separation may be attributed to a device interaction during attempted withdrawal of the delivery system through the sheath, but the specific device interaction that led to the leading end separation could not be established. Based on the incident description and the subsequent investigation, no further information was provided to gore. We are unable to determine the cause of this incident and assign a root cause.